Event description:
Pt with home inr below therapeutic range on multiple occasions. On (B)(6) 2018 pt called lvad coordinator to report lvad with high power alarms x3. Fluids pushed and power reading returned to normal range. On (B)(6) pt with brown urine in the morning with second void bright red. Pt told to report to local facility for labs with ldh 1599. Transferred and admitted to hospital. On (B)(6) power spikes on lvad and dark urine noted. On (B)(6) urine output decreasing. On (B)(6) hvad removed and hm 3 implanted.